Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 10/12/2016. Date of follow-up report: 01/23/2017. One used lf1520 device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects. The device was activated multiple times on simulated tissue and porcine samples, pressing the button in various locations to detect any activation issues. All seal cycles were completed satisfactorily and end tones were heard each time. A visual seal effect was observed for each application and no sticking occurred. The investigation found the device to function normally and within specifications. A review of the device history records for this lot found no potentially contributing entries from the manufacturing process.

Manufacturer narrative:
(B)(4). The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, tissue would stick to the device jaws and could not be removed.